Manufacturer narrative:
The initial evaluation of the device was done by the hospital biomedical engineer who noted an "error code 00001 " in the device logs. This error code indicates a potential issue with the power pca. The biomedical was informed to replace the power pca. The biomed stated that "he will replace the power pca and if that does not fix the problem he will send the unit to the bench. The device remains at the customer site. No further action was taken, and none is warranted. A search of subsequent records was conducted and yielded no results related to the customer's reported problem.this will be considered a malfunction of power pca based on the limited available information. There is no indication of a systemic problem; no further investigation or action is warranted. Patient information has been requested, unavailable at the time of this report.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to shock patient, a back-up device was used to shock patient. There was no reported adverse patient impact or harm. Although there was no harm we are considering this as a serious injury as the users had to take action (retrieving another defib) in order to prevent harm.